Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. Compatibility guidelines were requested; the hcp did not know if the procedure is due to a problem with the device/therapy. It is unknown if "abscess of anal and rectal regions" was related to the device/therapy. The caller noted the patient was admitted to the hospital on (B)(6) 2018. No device issue was reported and no further patient complications have been reported as a result of this event.